Event description:
Implant removal due to pain, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, preceding/simultaneous bone augmentation, infection, pain, inflammation